Manufacturer narrative:
The reported event was confirmed however the cause was unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for treatment visual evaluation of the returned sample noted one opened (without original packaging), used irrigation bulb syringe. Visual inspection of the sample noted that there was a hair between the bulb and syringe. This does not meet the specification "no hair is permitted on the product." The product caused the reported failure. A potential root cause for this failure could be ¿no follow up to the production areas cleaning procedure." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the black hair was found in between bulb and asepto syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the black hair was found in between bulb and asepto syringe.